Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was gained via right femoral approach. The 99% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. The 1.5mmx20mmx143cm sterling es monorail balloon was initially inflated to 6atms for 12 seconds. The balloon was repositioned and upon second inflation, ruptured at 10atms. No patient complications were reported and the patient's status is good.